Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device has a loose patient port and needs to be remediated. There was no patient involvement.

Manufacturer narrative:
D3 - MFR establishment name: corrected. D3 - zip code: updated. D9 - date returned to MFR: 6/21/2025. The suspected device was returned for evaluation. Patient outlet was found to be loose during visual inspection. Patient outlet was bonded to vrv manifold block assembly. Customer complaint confirmed. Probable cause of customer complaint was the patient outlet was loose, so the device needed to be remediated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established.